Manufacturer narrative:
Product analysis #(B)(4). Post market vigilance (pmv) received two reliatack deep purchase kits opened by the account. The product will expire on 2019-08. The visual inspection of the returned product noted instruments had disrupted timing. Two 8dpt reloads were received; partially fired with disrupted timing. Microscopic inspection noted scratches on the inner tubes of the 8dpt reloads. Functionally, a reload was unable to be loaded onto the instruments due to the disrupted timing. The instruments articulated and dearticulated properly. The handles were actuated and the instruments cycled properly.

Event description:
According to the reporter, during lap incisional hernia procedure, the first cartridge was loaded and used. The second 8 tack cartridge was loaded and began to misfire after 4 tacks. There was a gear spinning that made a noise and crank. After 2 tacks half firing into the tissue and not seating properly, the cartride was replaced. The next cartridge also began to misfire. The tacks would half engage and when the shaft of the tacker was removed, it would pull the tack out of the tissue and cause additional tacks to become dislodged. The cartridge was removed and additional cartridges could not be loaded. We opened a second reliatack with the same lot number and the failure was very similar. After the first cartridge, it began to deploy tacks half way. This tacker was removed and replaced with secure strap. There was difficulty loading the reload onto the handle. There was tissue damage, but it was not permanent. Patient status is alive with no injury.